Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/09/2015 with the following findings: the pump was returned with the sound settings set to high, the temp basal was set to off and the remote bolus was set to vibrate. The pump booted to the verify screen with audible and vibratory features. The audible tone measured with in specification. A loss of prime warning and occlusion alarm were reproduced on the bench for testing purposes with sound set to high and vibrate and the pump gave the appropriate sounds and vibration and displayed the correct message on the screen. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The pump successfully completed 24hr duration testing with no errors, alarms or warnings duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 570 mg/dl with nausea associated with no sounds in the pump. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the patient did not receive any alarms or vibrations from the pump regarding no insulin delivery, insulin delivery interference or an occlusion after they realized they had an infusion set issue. This complaint is being reported because the patient allegedly experienced hyperglycemia because of the pump not alarming or vibrating properly.